Event description:
Patient underwent explant of the lead and generator. Further information was received from the physician that the cause of the migration was patient manipulation and that a non-absorbable suture was used on the generator during implant. The physician indicated that the generator explant surgery was for patient comfort.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient was referred for generator explant due to the generator being loose and moving. No known surgical intervention has occurred to date. No other relevant information has been received to date.